Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Reported that footswitch failed to halt ablation. During a ventricular ectopy procedure involving a maestro 4000 cardiac ablation system, rf energy continued to be delivered after release of foot switch. Rf energy delivery was stopped by pressing the rf power control button on the remote panel. No patient complications occurred and the procedure was completed using this device.